Event description:
During a review of info related to the clinical trial, we discovered that the patient experienced chest pain and a hematoma which resolved the next day. No further info provided.

Manufacturer narrative:
We were unable to perform a product analysis as no device was received. There is no evidence that indicates the device involved in this event malfunctioned, or in some way did not perform to specification that may have resulted in this effect. Since the batch number is unknown, the manufacturing records of the last 3 batches shipped to the customer within 6 months prior to the event date were reviewed. There were no issues found related to the complaint event. Chest pain may be due to myocardial infarction, angina, pericardial effusion, etc. (Cardiac causes). Patients with coronary artery disease in presence of acute hemorrhage may develop myocardial infarction causing chest pain. Events observed with bleeding from the procedure puncture site would not be likely to cause or contribute to a death or serious injury. Similar complaint trend was reviewed for this product family, and no adverse trends were identified. Hematoma is a potential risk and is an anticipated procedural complication and is appropriately labeled as an adverse event within the directions for use. Related to MDR 2953184-2008-00059.